Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric mini bypass, there was losses of methylene blue from the anastomosis. It was reported that there was tissue loss and tissue damage. And overlock in the anastomosis was done. The hospital stay was extended for 2 days.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two representative samples of device. A visual inspection and functional testing of the representative/sealed samples confirmed there were no abnormalities that would have caused or contributed to the reported conditions. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric mini bypass, there was losses of methylene blue from the anastomosis. It was reported that there was tissue loss and tissue damage. And overlock in the anastomosis was done. The hospital stay was extended for 2 days. Gastroscopy was performed and computerized axial tomography.